Event description:
In 2008, the patient's nurse reported that the patient was found by a family member with a blood glucose level of 1000 mg/dl on four days earlier. He was taken to the hospital by ambulance and he was diagnosed with acute respiratory failure, acute renal failure, high potassium, and septic shock. He was admitted to the intensive care unit until on the day prior to lfs was contacted, when he reconnected to his infusion device. His blood glucose measured 300 mg/dl on 10/13/2008 and on the morning of original date, his blood glucose measured 170 mg/dl. At the time of the report, the patient's blood glucose was elevated to 458 mg/dl. The nurse was instructed to place the infusion device in the stop mode and she discovered that the infusion device was already in the stop mode. The patient was not able to say when the infusion device was placed in stop mode. The patient's bolus history listed an 8.4 unit bolus on five days prior to original date, as the most recent bolus. The alarm history listed an e11 (set not primed) error on that day lfs was contacted at 10:04am. The nurse stated that the patient had "lost " the adapter and he had "taped" the insulin cartridge into the infusion device. The nurse placed the adapter from the patent's backup infusion device onto the primary infusion device, and she assisted with performing the change cartridge procedure and priming the infusion set. Upon follow up on thirteen days after the original date, the patient reported that he recalls feeling badly while in bed at home on four days prior to original date, and he pressed his "life line" medical alert system and then he "blacked out." His normal blood glucose level is 100 mg/dl. He stated that his blood glucose has returned to normal. He was assisted with removing an air bubble from his insulin cartridge. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.